Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a minimal increase in pacing threshold measurements since last year. In addition, there was a sudden increase in the shock and pacing impedance measurements on the lead and implantable cardioverter defibrillator (ICD) about two months ago. A lead revision was done. Measurements obtained on the pacing system analyzer (psa) were more than 2,000 ohms. Noise was also observed but only in a bipolar configuration. Thus, an anodal issue was suspected. The lead was successfully explanted and replaced. There was a cut on the insulation where the suture sleeve was attached but this was likely due to the explant procedure. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information reported that laboratory analysis of the lead confirmed a lead fracture, which resulted to the reported clinical observations.